Event description:
It was reported the customer had a low blood glucose event. Customer's blood glucose was 40 mg/dl. Customer also stated their blood glucose declined to 28 mg/dl before. The customer also reported their mother had to call the paramedics to treat for their low event. Customer's blood glucose was treated with a glucose gel. Troubleshooting did not find any issues with the customer's insulin pump. The customer also reported their blood glucose rising to 400 mg/dl earlier in the morning. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.